Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with blood glucose levels over 400 mg/dl for approximately 4 hours, and troubleshooting identified a connector not fully twisted onto the cartridge adapter that resulted in a cartridge leak; the user performed a full site and cartridge change with a new cartridge and remained on ilet, after which glucose values began to decline. Symptoms included fatigue and feeling unwell during the hyperglycemic episode. Outcomes included no hospitalization, no back-up insulin administration at the time of follow-up, and clinical improvement with downward glucose trend after the supply change and hydration. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed an improperly seated connection at the cartridge adapter that allowed insulin leakage prior to the intervention, with successful resolution after proper cartridge and site replacement. It was concluded that the hyperglycemia was related to inadequate insulin delivery due to a leaking connection, and that the device functioned as expected after correct assembly and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.